Manufacturer narrative:
The facility's biomedical engineer called in to technical services and a lamp was ordered. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "light went out during surgery" (inadequate lighting). A nurse reported during a case the light bulb went out. The system was switched and the case was completed. There was no pt harm reported, however, there was a slight delay while the systems were switched.